Event description:
It was reported that for the last 3.5 weeks the right implantable neurostimulator (ins) was turning off on its own. The ins had turned off three times on its own. The patient had dystonia and had adverse effects when the ins turned off. The ins had shut off ¿out of nowhere.¿ the other two times the ins turned off happened while charging and the recharger was touching the battery. The last time the ins shut off while charging was this past saturday. Impedances were measured and everything looked fine. The patient average four coupling bars when charging and they were charging more than expected. The patient had used the antenna locate feature once or twice. When the manufacturing representative used the recharger they got six coupling bars. After the antenna was taken off of the recharger the patient was only getting two coupling bars. Putting pressure on the antenna allowed the patient to get six coupling bars. The patient was using adhesive patches when recharging. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# n24836a, implanted: 2001-(B)(6), product type: lead. Product ID: 748251, implanted: 2004-(B)(6), product type: extension. Product ID: 64001, lot# n403275, serial# (B)(4), implanted: 2014-(B)(6), product type: adapter. Product ID: 3387-40, lot# n24836a, implanted: 2001-(B)(6), product type: lead. Product ID: 37612, serial# (B)(4), implanted: 2014-(B)(6), product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: 2004-(B)(6) product type: extension. (B)(4).